Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The reported event of inability to interrogate was not confirmed. The device was received in backup mode with normal telemetry communication. The analysis of the device image indicates a power reset has occurred in the field which turned the device into backup mode. Due to lack of data and information the cause of power reset could not be conclusively determined. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including cold temperature soaking, telemetry communication, and output verification did not identify any functional issues. Backup condition could not be reproduced.

Event description:
It was reported that the patient presented for in clinic follow-up due to the implantable cardioverter defibrillator (ICD) exhibiting backup mode with high voltage (hv) therapies disabled. The device could not be interrogated. Programming changes were attempted to reset the device, however, were unsuccessful. The physician elected to explant and replace the ICD. There were no patient consequences reported.